Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ac adapter is used to provide electrical power to the controller. The instructions for use (IFU) and patient manual instruct the user on the correct way to connect the adapter to the controller and to an electrical outlet. The IFU and patient manual also detail the methods for the regular inspection and care of all components of the system. Lastly, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was seen in the outpatient clinic and was noted to have a faulty ac adapter. The device was exchanged with no reported patient consequence.

Manufacturer narrative:
Additional information received indicates that the device is not being returned. The ac adapter is used to provide electrical power to the controller. The instructions for use (IFU) and patient manual instruct the user on the correct way to connect the adapter to the controller and to an electrical outlet. The IFU and patient manual also detail the methods for the regular inspection and care of all components of the system. Lastly, users are instructed to return any damaged components to the manufacturer. It was reported a faulty controller ac adapter. The controller ac adapter was not returned for evaluation. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Failure analysis could not be performed as the device was not returned. The reported event could not be confirmed since the unit in question was not available for analysis; analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.